Event description:
Medtronic received information regarding an imaging system being used during procedure. It was reported that the site was experiencing image artifact issues, and they alluded to dead pixels in their description. It occurred intra operatively and no reported impact to the patient. Patient was present at time of event.additional information received and stating that imaging system being used during cervical spine procedure.add info received : the delay was less than 1 hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system,detector received and installed in system. After physical install, software was updated to accommodate the new detector. Source to detector alignment verified and 2d/3d image quality verifications completed. System was operating as designed with no issues noted at this time. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000168, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000905, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.